Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a possible loose connection was reported of the amia cassette, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd cycler set during use for peritoneal dialysis therapy. The patient was connected at the time of the alarm. This occurred during cycle 1 dwell phase. During troubleshooting, it was reported that there may have been a loose connection of the supply line of the amia cassette to the supply bag. The caregiver (cg) stated that "although the line connections seemed tight¿ the cg did have ¿trouble connecting the last bag so possibly that line was not properly connected". Renal therapy services (rts) assisted the patient in closing all the clamps, removing all supplies and ending the therapy session. Rts explained the possible causes of the alarm and reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.